Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that insulin pump was in the spanish language and customer was not able to use it as a result. Caller was assisted in taking insulin pump out of spanish language. Caller was advised to rewind and prime insulin pump prior to use. Alarm history showed a bad battery alarm, low reservoir alarm and no delivery alarm. Caller also reported that the time was incorrect by one hour. Caller reported that customer was in the hospital for non-diabetes related issue. Customer's blood glucose was not reported.